Event description:
It was reported the pt experienced intermittent stimulation in addition to loss of stimulation after a min of stimulation being on. It was also reported the pt has to select the '+' button on the programmer to resume therapy. Diagnostics revealed normal impedances. F/u identified the pt's ipg was explanted and replaced due to this issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.